Event description:
Patient presented to the emergency department with an abscess adjacent to the stimulation cuff placement that was obstructing the airway, and they were prescribed a 10-day course of antibiotics. The following day, the patient was evaluated by their inspire physician, who recommended removal of the system. Physician brought the patient into the or, removed the entire inspire system, irrigated the wound with saline and antibiotic solution, and closed. Additional antibiotics were prescribed postoperatively.